Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt presented with heart failure symptoms. Hemolysis was also documented. The pump was exchanged, though the original inflow and outflow grafts were preserved.